Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. It was stated that the events leading to her admission was pain and vomit. Troubleshooting was performed. The time and date were incorrect. Reviewed the alarm history and found several battery and reservoir alarms. Ran a fixed prime test and the insulin did exit. Advised the customer that a tubing clamp will be sent and cll back when it arrives to perform the high pressure test. No further info was provided.